Manufacturer narrative:
The investigation into the reported limb ischemia ¿ reversible and vf/vt/af/at has been completed since the original report was filed. No product was returned. Data logs were returned and no positioning issue relative to vt event was found. Suction alarms were observed, with low flows at high p-level. The auto suction response was not allowing pump to achieve higher flows by reducing p-level. The cause of the ventricular tachycardia issue was most likely patient condition related and unknown relation to impella based on clinical and log review. The cause of the limb ischemia issue was most likely patient condition related based on clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient went into ventricular tachycardia and code was called. CPR performed, and the patient intubated and return of spontaneous circulation achieved. Upon pulse check, it was noted that patient had no pulse in the right leg and it was cold. Decision was made to consult cardio-thoracic surgeon and remove femoral-placed cp and place an axillary cp instead.